Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirmed error alarm due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 168 mg/dl. The customer did not observe any significant events leading to the alarm. She stated that she had taken the device off to go take a shower, and when she went back to put the device back on, she received the alarm. She also reported that the insulin pump had alarmed motor position encoder error, as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.